Manufacturer narrative:
Correction: b6: field should reflect use of imaging in event.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with left ventricular lead dislodgement noted on echocardiogram imaging. No electrical malfunction or intervention was reported. No patient symptoms were reported.